Event description:
Difficult case. Heavily calcified valve with tortuosity at abdominal aorta. Despite the left peripheral access has been evaluated to be able to fit a large introducer set (lis-l), it has been impossible to introduce it for unknown reasons. The physicians tried several options (use of balloons, 6 and 8 mm and dilators). The first introducer lis-l (lot number 292764) has been replaced with a second one lis-l (lot number 292764) because the first one seemed a little bit damaged on the tip because of the several attempts to introduce it. The physicians tried to introduce the second one and after several attempts decided to call the vascular surgeon to evaluate the probable damages and femoral artery. The vascular surgeon noticed the femoral artery rupture. The physicians tried the valve implantation with the cut-down approach. A third introducer lis-l (lot num 292764) has been finally successfully inserted and, due to heavily calcified annulus, a 25 mm lotus valve (lot 18567734) has been implanted. Before valve release, a mild to moderate pvl has been measured but the physician didn't want to change the device to 27 mm lotus valve. The 25 mm lotus valve has been finally released. During vessels closure, the patient had some complications at peripheral vessels level. The patient died after 3 days for the occurred complications. Note: two complaints ((B)(4)) have been open by the distributor, however they both relate to the same procedure (only 1 pateint death).

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 292764 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. One further complaint lot-pc16-007 has been opened specific to lot 292764. This complaint relates to the same event and was opened at the same time. As such no trend has been identified. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, two root cause classification codes are assigned to this complaint, these being 'anticipated procedural complication' (ruptured artery) and 'operational context (difficult to insert). Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling' while operational context is defined as where 'the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited'. Vessel dissection is documented as a potential adverse effect within the lotus dfu 139816-01 and is an anticipated procedural complication due to a known physiological effect of the procedure as noted within the instructions for use. The reported tip damage is most likely linked to the difficulty inserting the device due to the tortuosity and heavy calcification. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Vessel dissection is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. We will continue to monitor for these complaint types.

Event description:
Difficult case. Heavily calcified valve with tortuosity at abdominal aorta. Despite the left peripheral access has been evaluated to be able to fit a large introducer set (lis-l), it has been impossible to introduce it for unknown reasons. The physicians tried several options (use of balloons, 6 and 8 mm and dilators). The first introducer lis-l (lot number 292764) has been replaced with a second one lis-l (lot number 292764) because the first one seemed a little bit damaged on the tip because of the several attempts to introduce it. The physicians tried to introduce the second one and after several attempts decided to call the vascular surgeon to evaluate the probable damages and femoral artery. The vascular surgeon noticed the femoral artery rupture. The physicians tried the valve implantation with the cut-down approach. A third introducer lis-l (lot num 292764) has been finally successfully inserted and, due to heavily calcified annulus, a 25 mm lotus valve (lot 18567734) has been implanted. Before valve release, a mild to moderate pvl has been measured but the physician didn't want to change the device to 27 mm lotus valve. The 25 mm lotus valve has been finally released. During vessels closure, the patient had some complications at peripheral vessels level. The patient died after 3 days for the occurred complications. Note: two complaints (lot-pc16-006 and lot-pc16-007) have been open by the distributor, however they both relate to the same procedure (only 1 patient death). .